Manufacturer narrative:
The following fields were updated due to additional information: 9283917. H6: investigation summary: hub appearance, cannula pull force,adhesive height and adhesive volume were inspected for 7pcs retention parts, all results passed. DHR and manufacture records were reviewed, no abnormal was found. Pen needle product has 100% adhesive height, adhesive volume inspection by visual system, and defect part will be rejected automatically. Based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that an unspecified bd pen needle experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: on november 26, 2020, when the patient injected insulin in the third ward of the of our hospital, before subcutaneous injection, when he opened the package, he found that the connection of the needle with the disposable syringe pen was not firm and the needle was separated from the needle seat. He immediately replaced the needle with a new disposable syringe pen and completed the operation.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: on (B)(6) 2020, when the patient injected insulin in the third ward of the of our hospital, before subcutaneous injection, when he opened the package, he found that the connection of the needle with the disposable syringe pen was not firm and the needle was separated from the needle seat. He immediately replaced the needle with a new disposable syringe pen and completed the operation.